Event description:
It was reported that during a device changeout due to normal battery depletion, the physician noticed a small spot on the left ventricular lead that was not smooth, but no crack or breach was seen. The physician placed a silicone sleeve over the spot and testing of the lead was normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.